Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received at this time. Should the device be received and evaluated or if additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy on the homechoice (hc) device passed away due to cardiac arrest. On the same day, the pt did not feel well and had gone to emergency room and was hospitalized due to other indications. Later in the day, the patient experienced a seizure and stopped breathing. The patient was unable to be revived. The pt was not on the hc at the time of death. An autopsy was not performed. It was reported that the cause of death on the death certificate is cardiac arrest. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was manufactured in 2001. The device was received and an evaluation was performed to investigate the reported event. A review of the device logs revealed no issues related to the reported problem. The device service history and device history records were also reviewed with no issues noted that could have caused or contributed to the home patient passing away. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. The internal and external inspections were performed without any issues. Pneumatic system was reviewed and it was determined that all pressures were correct and stable. No leaks were observed. A short simulated therapy was completed successfully. The investigation of the device was unable to determine a cause for the reported event. Should additional relevant information become available, a follow-up report will be submitted.